Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. (B)(4).

Event description:
A facility representative reported a damaged intraocular lens (iol). The lens was not implanted. No further information is expected.